Event description:
The pt suffered a 1 cm circular full thickness burn on the anterolateral aspect of his right thigh from the bovie. It appears there was a break in the insulation of the bovie cord that arced through the towel clip to the skin. Once this issue was recognized, the bovie was discarded and replaced. This was a second degree burn. The wound was treated with silvadene cream. Pt's weight: (B) (6) kg.